Event description:
It was reported that when the device, with reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy procedure, it locked out. Another device was used to complete the case with no consequence to the patient.